Manufacturer narrative:
Device remains implanted in patient.

Event description:
It was reported that one week following implantation procedure the patient was hospitalized due to a fever of 103 degrees. The patient was diagnosed with parainfluenza. The device remains implanted and the patient recovered and maintained good coverage of their pain areas with tonic stimulation.